Event description:
Upon reintubating a patient during a code event, the endotracheal tube (ett) adaptor disconnected from the tube and could not be relocated. This prompted removal and replacement of the affected ett tube. Manufacturer response for endotracheal tube, taperguard 8.0 ett tube (per site reporter) unknown at time of the report.